Event description:
Evar in a highly angulated, long neck of approx 30-35mm in length. During insertion of the main body delivery system the neck changed shape becoming irregular with bulges and appearing to shorten in length to no more than 10-15mm. Attempts to bring the neck back to its original appearance by advancing the delivery system higher in the aorta and then withdrawing it to remove any tension or insertion pressure failed to have the desired effect. The true neck was difficult to visualize and deployment of the graft focused on positioning the valley of the fishmouth close to the left distal renal. This appeared to be successful however on removal of the delivery system the neck anatomy changed again and the graft was now positioned lower in the infrarenal neck than the original placement with the valley of the fishmouth now 5-10mm below the left distal renal. After ballooning the graft, an angio check run was performed and a very small late leak was noted. Re-ballooning failed to close off the leak but it appeared so small and late that it was decided to leave it to seal. The next day a CT angio was performed and the leak was still present. The clinicians decided to re-intervene and a proximal cuff was implanted to seal off the leak.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. Factors relating to the patients anatomy and its response to introduction of a delivery system made visualization of the landing zone difficult. A proximal cuff was required to seal the type 1 endoleak which persisted 24 hours after the procedure. Endoleaks are an inherent risk of the procedure identified in the instructions for use and risk analysis. There were patient factors which contributed to this event.